Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a loss of capture. The rv lead was explanted and replaced. The right atrial (ra) lead was also explanted and replaced because the rv lead was tethered to it. No patient complications have been reported as a result of this event.